Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated after use of a 6f exoseal for vascular closure following angioplasty, during recovery, firmness developed at femoral site and rgent CT scan showed retroperitoneal bleed. They gave atropine, maxolon, protamine and IV fluids to the patient and treated with stemstop. Patient information, copy of CT scan and lot number will not be provided. The puncture was done by an advanced trainee and the exoseal device was deployed by a physician with 10 minutes of the digital pressure after. The patient is going well and did not require a surgery.

Manufacturer narrative:
After use of a 6f exoseal device for vascular closure following angioplasty, followed by 10mins of digital pressure, it was reported that during the recovery of the patient, firmness developed at the femoral site and urgent CT scan showed retroperitoneal bleed. Atropine, maxolon, protamine and IV fluids was administered and a femstop was applied. The patient is doing well and did not require a surgery. The puncture was done by an advanced trainee. Multiple attempts at obtaining additional information such as patient, lot number or copy of the computerized tomography scan have been unsuccessful. The device was not returned for analysis. Additionally as a sterile lot number was not provided, a DHR review could not be performed. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information provided and without the product available for analysis or a sterile lot number for DHR review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Therefore no corrective action will be taken at this time.